Event description:
It was reported that the device was implanted and explanted in 2007, and replaced with mechanical device, due to unk reasons. No further details were provided. Info learned from implant registry.

Manufacturer narrative:
Device not returned.